Event description:
It was reported that the user was unable to remove the ilet cartridge; guidance was provided to rotate the cartridge to the 9 o¿clock position and pull, and the user¿s spouse subsequently removed the cartridge successfully. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy requiring medical intervention and no alarms. Investigation included customer interview and troubleshooting with use instructions. Investigation of this case revealed that the cartridge could be removed with proper technique, indicating use-related difficulty rather than device malfunction. It was concluded that the event was attributable to user handling and resolved with education.